Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the display of the 4 inch roller pump failed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was able to verify the issue. The roller pump display failed after 30 minutes of operation. It was determined that the graphics driver printed circuit board (pcb) was the cause of the issue. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.